Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient did not require hospitalization for the event. The patient was treated with amikacin injection (12 milligram, per exchange, ip) and vancomycin (15 milligram, per exchange, ip). The cause of the peritonitis was unknown and the outcome was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.